Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to experiencing high blood glucose (bg) levels of 33 mmol/l (594 mg/dl) and preexisting irritation, rash, infection with an abscess, while wearing the pod on the abdomen between 25 and 36 hours. The patient is allergic to liquid insulin and has stopped using the omnipod device. At the hospital, it was treated with an infusion of saline, fluids and insulin tablets and prescribed morphine (oxycodone) for the pain and insulin tablets. The pod was discarded.